Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the healthcare professional would explant the pump on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2017-oct-05. It was confirmed that the pump was explanted on (B)(6) 2017.

Event description:
Information was received from healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving lioresal (concentration 500mcg at a dose of 50mcg) via intrathecal drug delivery pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the pump pocked opened exposing the pump. The patient picked at the incision and this was a factor that may have led or contributed to the issue. No diagnostics or troubleshooting were performed. The hcp planned to take the patient to surgery for explant. The issue was not resolved at the time of this report. Surgical intervention did not occur but was planned, it had not been scheduled. The patient status was "alive-no injury" at the time of this report. No further complications were reported.